Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The 45mm rt standard mandibular (item# 24-6545, lot# 829250c) was returned for investigation. The mandible component was returned in good condition. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It is alleged that the devices were implanted incorrectly, however, without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tmj med rtfossa comp cat# 24-6560 lot# 7951900. 2.7x8mm ht x-drive screw cat# 91-2708 lot# 325450. 2.7x10mm ht x-drive screw cat# 91-2710 lot# 398050. 2.7x12mm ht x-drive screw cat# 91-2712 lot# 448720. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00517, 0001032347-2021-00519, 0001032347-2021-00520, 0001032347-2021-00521.

Event description:
It was reported that the fossa prosthesis and mandibular component never fixed to the desired trajectory upon implantation. Attempts have been made and additional information on the reported event is unavailable at this time.